Manufacturer narrative:
(B)(6). (B)(4). This product was not approved for sale in us but a similar product with catalog ID # 70467560 and 510k# k050439 is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent posterior fusion and interbody fusion at th10-iliac for degenerative scoliosis on (B)(6) 2015. Post-op, decubitus was developed due to protrusion of placed screw at iliac on unknown date. Revision surgery was performed to remove the screw at iliac. It was reported that the placed screw seemed to protrude right after the operation. It was reported that the screw was not tightened enough and that could be one of the causes.

Manufacturer narrative:
(B)(4).